Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received power error alarm. The customer's blood glucose level was unknown. It also stated that troubleshoot was performed for power error on insulin pump received power error within week of troubleshoot. The customer was advised to discontinue use of insulin pump. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current test, active current test and self test. Low battery alert less than one week not confirmed. No device noted during testing. Device not confirmed.